Manufacturer narrative:
Additional information was received by the manufacturer on 20-sept-2022 via email and attached in the complaint object: no patient involvement was recorded regarding the associated complaint. Any error and or failure occurred during testing only. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. A functional test and battery loss alarm test were performed and the reported issue was not duplicated. Three different delivery accuracy tests were performed all of which were within the published delivery accuracy specification. No problems were found with the fluid delivery of the pump. Product is beyond 17 years from manufacture date of 2005-07 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. B3 unknown, h3 and h6: health effects, health impact updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that the pump exhibited volume inaccuracy. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.